Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an orthopedic surgery, there were a lot of needles. The correct quantity was 5, but there were 6 needles. It was noted it was not used. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted six suture threads and six needles. One needle and suture thread were used by the account. The five remaining suture threads were fully wound within the retainer. The needles were parked within the retainer foam. Two needles were parked within the fourth retainer foam slot. A quantity of five, eighteen inch sutures was stated on the foil pouch (5x18"). It was reported that needle quantity was incorrect. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.